Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction to remove "recall" recall number: correction to remove "3004753838-02/29/16-001c."

Event description:
Subsequent to the follow-up report 001, additional testing was performed for the device evaluation. A review of the downloaded data log observed firmware errors; however, it is unrelated to the customer complaint. Functional testing was performed and the speaker tests passed. The receiver case was opened for further evaluation. An internal visual inspection was performed and the inspection passed. The speaker resistance was measured and the resistance was within specification. The reported event of an intermittent audtio output was not confirmed with the additional testing. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.